Event description:
It was reported that a user¿s sensor expired and, during replacement, the system displayed repeated scan errors for over an hour, preventing successful sensor use. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and no care escalation. Investigation included troubleshooting and user education. Investigation of this case revealed the sensor was replaced and the user was advised to contact the sensor manufacturer to report the failed sensor. It was concluded that the event involved a sensor scan error with resolution through replacement and education, with no clinical harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.